Event description:
The manufacturer received the return product. No info was provided. The device tracking system indicated that the pt expired. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.